Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, ossification was seen in the cochlea, which might contribute to the observed issue with hearing. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently the recipient has been re-programmed and is still using the implant system.

Event description:
The user's hearing in the sound field testing decreased slightly but he could still hear with the device. The audiologist reprogrammed the device and the user is performing well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing in the sound field testing decreased slightly but he could still hear with the device. Several suggestions were made to the audiologist and a follow-up appointment and additional device testing will be scheduled. A CT scan is also planned.